Event description:
The user facility reported a 53-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the .035 wire and pigtail were unable to cross the patient's new valve during attempted impella 5.5 implant. Due to the noted resistance, the decision was made to abort the implant. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. Based on the clinical information provided, the root cause of the delivery issue was determined to be patient condition because the impella was unable to pass new valve and the decision was made to abort.